Event description:
The smooth tissue expander for the right mastectomy pocket was deflated in the patient. It was removed and noted to have a tiny manufacturing defect at the 10 o'clock tab where it met the smooth expander. FDA safety report ID# (B)(4).